Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: incidental findings: examination of the inlet tube, the interior of the inflow graft, the textured blood-contacting surface of the inlet elbow, the lumen of the outflow graft attachment, and the textured blood-contacting surface of the outlet elbow revealed well-adhered, biological linings. All of the observed linings within the inflow and outflow conduits appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the suspected low flow cannot be conclusively determined. Examination of the proximal-side of the outlet stator revealed a large, tissue-like, pink and red thrombus formation surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. This thrombus formation lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. The areas of denaturation on the thrombus, as well as the concentric contact marks noted on the outlet portion of the rotor and on the outlet rotor bearing cup, indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which the thrombus was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the poor surface washing indicated by the aforementioned biological linings found in other parts of the pump. Upon removal of the rescue tape, tears in the silicone jacket were noted between approximately 3¿ and 5.5¿ from the connector and between approximately 17.5¿ and 18¿ from the connector. A specific cause for this damage could not be conclusively determined through this investigation. The evaluation of (B)(6), confirmed the presence of thrombus in the pump. However, a specific cause for the thrombus could not be conclusively determined. Superficial damage to the distal portion of the driveline was also noted; however, a specific cause for this damage could not be determined. Furthermore, a direct relationship between the device and the reported lvad infection and cerebrovascular accident could not be conclusively determined. The vad coordinator reported that the patient expired on (B)(6) 2020, due to extensive lvad infection and cerebrovascular accident. The patient refused a pump replacement and chose to be managed by hospice. No autopsy was performed. It was reported that the device was explanted and would be returned for analysis. (B)(6), was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal portion of the driveline was returned in a segment measuring approximately 34¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (outflow elbow, sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar) was returned attached to the pump¿s outlet port. The pump appeared to have been exposed to a fixative agent prior to being returned for evaluation. Examination of the inlet tube revealed a white, tissue-like lining within the lumen of the inlet tube and along the distal edge of the textured surface. The interior of the inflow graft revealed a white, tissue-like biological lining. The textured blood-contacting surface of the inlet elbow revealed a pink, tissue-like, biological lining. This lining was adhered and appeared to have peeled away from the lumen of the inlet elbow during disassembly of the pump. The lumen of the graft attachment revealed a dark red, biological lining. The textured blood-contacting surface of the outlet elbow revealed a pink and white biological lining. Each of these depositions were adhered. All of the observed linings within the inflow and outflow conduits appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the suspected low flow cannot be conclusively determined. Examination of the proximal-side of the outlet stator revealed a large, tissue-like, pink and red thrombus formation surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. This thrombus formation lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. The areas of denaturation on the thrombus, as well as the concentric contact marks noted on the outlet portion of the rotor and on the outlet rotor bearing cup, indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which the thrombus was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the poor surface washing indicated by the aforementioned biological linings found in other parts of the pump. The body of the rotor revealed a deposition of fixed, coagulated blood. This deposition appeared to be a piece of lining that dislodged due to poor surface washing. The proximal surface of the motor capsule that interfaces with the distal side of the inlet stator/housing also revealed a deposition of fixed, coagulated blood. Visual inspection of the remaining blood-contacting surfaces of the returned device did not identify any additional depositions or thrombus formations. Upon removal of the rescue tape, tears in the silicone jacket were noted between approximately 3¿ and 5.5¿ from the connector and between approximately 17.5¿ and 18¿ from the connector. A specific cause for this damage could not be conclusively determined through this investigation. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear that would have contributed to the thrombus formation or any functional issues during vad support. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2013. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. H is currently available. Bleeding, local infection, sepsis, driveline or pump pocket infection, stroke, device thrombosis, and death are listed in the hmii lvas IFU as adverse events that may be associated with the use of hmii lvas. Care instructions regarding preventing infection are provided in various sections of the hmii lvas IFU, including those entitled ¿caring for the driveline exit site¿ and ¿controlling infection.¿ this section also contains information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the ventricular assist device coordinator, the patient expired due to extensive infection and cerebrovascular accident (cva). The patient refused pump replacement and chose to be managed by hospice. No autopsy was performed. The device was explanted.